Event description:
Add'l info provided by the o.r. Ophthalmology coordinator indicates there was no pt impact/injury associated with this event. The intraocular lens was not positioned corrected in the delivery system.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.